Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system locked with no system message displayed prior to surgical procedures. The scheduled cases were cancelled. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The hub roller was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming hub roller. (B)(4).

Manufacturer narrative:
The fluidics hub roller was received for evaluation. A visual assessment of the returned sample revealed, discoloration on two of the hub rollers. Each of the hub rollers were manually spun to check for fluid spinning, and found three rollers to have excess friction and had trouble spinning freely. The hub roller was then installed into the fluidics module of the hot bed. The system was then booted up and passed cassette priming. The hub roller was then tested and found to meet specifications. The returned fluidics hub roller was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).